Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level ranged between 203 mg/dl and 384 mg/dl which was addressed by delivering boluses. Reportedly, the customer will continue to use the pump and has insulin pens for continued insulin therapy.